Event description:
The customer reported that during a laparoscopic colectomy case, end tones were provided by the generator in use, indicating a complete seal cycle. Oozing was noted in the area that had been sealed. The amount of oozing was not made available by the site. Another device of the same type was opened and used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.